Manufacturer narrative:
Additional information has been received from the customer. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device was inspected before use. The lens was noted to be cloudy. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Event was at preparation for use, particulars of the intended procedure are not known. There was no delay in the intended procedure. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations. The device has no available repair history. The issue of the cable unit breakage is believed to be due to user handling. The instructions for use includes the following statements that can prevent the cable unit damage: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, there was no image from the device. This is attributed to a faulty cable unit, which needs replacing. In addition, the rear cover label is fading. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded no image. There is no patient involvement and no harm reported to any patient.